Event description:
It was reported that this laser fiber was used during excision of eroded bladder mesh. During the procedure, the fiber was broken after 10 minutes of use. Additional fibers were used with the same result. The procedure was completed with a bipolar resection. No patient complications were reported. This report corresponds to the sixth fiber.

Manufacturer narrative:
See bsc reference numbers 15376201, 15380009, 15380010, 15380012, 15380013 for reports corresponding to other fibers used during this procedure.

Event description:
It was reported that this laser fiber was used during excision of eroded bladder mesh. During the procedure, the fiber was broken after 10 minutes of use. Additional fibers were used with the same result. The procedure was completed with a bipolar resection. No patient complications were reported. This report corresponds to the sixth fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber noted there was no exposed glass tip present as it had degraded down to the fiber jacket. The light from the sub miniature a (sma) connector was bright and round, indicating that there was no fracture within the connector. Upon functional testing, the fiber connected with no issue and the aiming beam was bright, round and focused. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The reported fiber break allegation was not confirmed through product analysis. It is likely that procedural conditions, such as patient anatomy and physician technique, contributed to heavy degradation of the fiber tip, resulting in decreased energy efficiency. The instructions for use (IFU) states: before using the flexiva laser fibers, it should be fully understood the use of the holmium (ho:yag) and/or neodymium (nd:yag) laser, safety considerations, tissue interaction and proper technique specific to the treatment for which the device is intended to be used. Additionally, the IFU also states: in soft tissue applications it is helpful to move the distal tip back and forth or side to side to prevent the tip from sticking to tissue. Fibers are single-use, consumable devices that are intended to degrade with use. Therefore, the investigation conclusion code assigned is cause traced to component failure. See bsc reference numbers 15376201, 15380009, 15380010, 15380012, 15380013 for reports corresponding to other fibers used during this procedure.